Event description:
On (B)(6) 2026, I purchased a box of always zzz disposable overnight period underwear in size large. Upon waking up on saturday I felt slightly uncomfortable but not think much of it. On (B)(6) 2026, I woke up to a rash and welts every where the underwear was placed. The only new product that I consumed this week was the overnight period underwear. Never in my life have I ever had a reaction to feminine sanitary products until now. Someone needs to immediately investigate or recall their products as I am scared to use anything else they have product in fear of having to go back and forth to the (B)(6).